Manufacturer narrative:
(B)(4). Should any further information become available, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Upon follow up the home patient did not swap out the bag during therapy, they ended therapy instead. There was no injury of medical intervention reported.

Event description:
A home patient (hp) contacted baxter (B)(4) regarding a slow flow patient alarm during fill 1 of therapy on the homechoice unit. The hp stated he wanted to disconnect the heater bag and switch out the one bag only. The technical service representative (tsr) advised the hp not to do this due to air contamination. The hp stated he was willing to take the chance. The tsr provided instructions to end the therapy to reset up with all new supplies. The hp did not wish to complete further trouble shooting and ended the call. On (B)(6) 2011 the hp called back requesting assistance to end therapy. The hp confirmed to start over with new supplies. There was no report of injury or medical intervention.